Event description:
It was reported that shortly after implant, this implantable cardioverter defibrillator (ICD) delivered multiple anti-tachycardia pacing (atp) and electric shocks. The health care professional (hcp) stated that the patient has experienced atrial fibrillation (af) episodes. A chest x ray was performed to confirm lead integrity, however, the results have not been reviewed at this time. Boston scientific technical services (ts) was consulted and recommended further evaluation by cardiology or electrophysiology. Additional information was received that due to twiddler syndrome, the right ventricular (rv) lead dislodged, resulting in oversensing of atrial fibrillation, thus delivering the reported shocks and atp. A lead revision was performed and the rv lead was repositioned. No additional adverse patient effects were reported. At this time, this device remains in service.